Event description:
A malfunction was reported on the pump, but no notable events preceded the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the malfunction happened again.